Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5082928. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the seam at the top left corner. This event was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: june 14, 2018 to june 15, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.